Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a loss of aspiration occurred. An angiojet® zelantedvt¿ catheter was selected for a thrombectomy procedure in the ilio-femoral vein. The catheter was primed and inserted into the patient. During the procedure, aspiration was initiated and the catheter pumped about three pumps. Then the pump stopped. The system kept giving error messages when they stepped on the foot pedal. The catheter would not work. The procedure was completed with a different device. There were no patient complications reported and the patient status is fine.